Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the reported image issue was confirmed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, fluid invasion of the control section and the scope connector was confirmed. Therefore, the image issue was likely due to an electronic component defect such as corrosion/breakage of the circuit board of the scope connector. Since air leakage was not confirmed during the device inspection, it is likely that fluid entered the venting connector. It is possible that water entered the device when attaching and/or detaching the venting connector, leakage tester tube, or sterilization cap while water droplets adhered to the outer surface of the connector, inside the tube and its connection, the cap, or when they were under water. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿precautions: caution: turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor.¿ ¿precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination.¿ ¿3.8 inspection of the endoscopic system: inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal.¿ ¿5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the bronchovideoscope exhibited no image. The issue occurred during maintenance. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
E1. Establishment name: (B)(6) healthcare & research center the device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.